Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. The spine clamp was returned to the manufacturer for evaluation. Testing found that the retainer ring was missing from the clamp as well as the adjustment screw. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
Medtronic received information that, while outside of a procedure, the spine clamp was damaged as the adjustment screw would not engage with the clamp. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: unique device identification (UDI) provided.